Event description:
It was reported that three (3) device failed inspection. All of the devices only worked intermittently. There was no surgical or patient involvement. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes: jdx, erl, hbe, hwe device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the device was only working intermittently. The repair technician reported ¿missing parts¿ as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 7-jul-2015. This item passed synthes final inspection and was returned to the customer on 11-aug-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot 700877.011: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012, (B)(4) 2013, (B)(4) 2014 and the device passed testing. The customer called in a service request for this item on (B)(4) 2015 and device failed inspection-works intermittently. The previous service conditions of device passed testing are not relevant to the current complained issue of device failed inspection-works intermittently. The manufacture date of this item is (B)(4) 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.